Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, after inserting catheter into sheath, a leak was noticed at the valve. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.